Event description:
Resident wearing call pendant. Fell in bathroom. Pendant did not work. Button on pendant has pushed in so resident unable to push. This resulted in resident lying on floor for 1-2 hrs before someone found her.